Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image is consistent with the customer reported complaint of jaws did not open. There was no obvious damage observed on the instrument.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the 8mm force bipolar instrument jaws did not open. The jaws were not stuck on tissue. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and was found to have a derailed grip cable from its normal position at the distal end to be related to the customer reported complaint. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument release kit was not used to open the jaws.

Event description:
Refer to h11 for follow-up information.